Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had delivered inappropriate shock for atrial fibrillation (af) and rapid ventricular response (rvr). Per technical services (ts), there was an inappropriate shock and quick convert. Ts suggested changing the settings. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient received another inappropriate shock delivered by the device. Ts reviewed the reports and provided troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.